Manufacturer narrative:
Additional information: b1, b2, b5, h1, h6.

Event description:
It was reported that the patient experienced device malfunction with an inflatable penile prosthesis (ipp). The physician performed an echography and observed a cylinder aneurysm. The ipp remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the device was explanted and replaced.

Manufacturer narrative:
Device analysis: a device malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that this damage was due to explant, it will not be considered a probable cause for this event because it is a secondary failure. This cylinder had broken fabric threads at a fold. There was a bulge in the other cylinder when inflated and broken fabric threads at a fold. The pump was not functionally tested due to the cylinder failures. The product analysis confirmed the allegation of device aneurysm. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a device failure during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced device malfunction with an inflatable penile prosthesis (ipp). The physician performed an echography and observed a cylinder aneurysm. The ipp remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient presented to the physician with anatomical alteration in the penis. Additional information was reported that the device was explanted and replaced.

Event description:
It was reported that the patient experienced device malfunction with an inflatable penile prosthesis (ipp). The physician performed an echography and observed a cylinder aneurysm. The ipp remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.